Manufacturer narrative:
Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 525 mg/dl; cause was not known. Ketones were present. Infusion set was changed. A bolus and insulin injection were used to address bg. While discussing event with tandem technical support (cts), customer reported not to have removed air from the cartridge during the loading process. Cts assisted the customer with loading a new cartridge and reportedly, customer resumed pump therapy.